Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information base on the device evaluation. The following sections of this report have been updated: additional code added the h6 component code, additional codes added to h6 type of investigation, corrected codes on h6 investigation findings, corrected codes on h6 investigation conclusions. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was provided and revealed the following: calcification present in the implant site, calcification is present in the access vessels and bifurcation, and tortuosity is present in the access vessels. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The balloon burst and withdrawal difficulties were unable to be confirmed. No manufacturing non-conformance was identified during the evaluation. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. The imagery revealed calcification and tortuosity in the implant site, access vessels, and bifurcation. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Also, as the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of sheath tip, which would have then led to the experienced retrieval difficulty. Furthermore, patient calcification and tortuosity in the access vessels and bifurcation may further increase the chances for catching leading to withdrawal difficulty. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while patient factors (calcification, tortuosity) and procedural factors (withdrawal of burst balloon) contributed to the withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
Investigation is ongoing. H3 other text : device was discarded at the hospital.

Event description:
As reported by an edwards lifesciences field clinical specialist, during a transfemoral transcatheter aortic valve replacement procedure, the balloon of the 26mm commander delivery system ruptured at the end of deployment. The valve had been fully deployed when the balloon burst. The balloon had been inflated to nominal volume using a medium-to-fast inflation speed. When withdrawing the delivery system, the balloon was unable to be pulled back into the sheath due to the burst. A snare was attempted but was unsuccessful as it was unable to get over the ruptured balloon. A retroperitoneal bleed occurred from an injury in the distal aorta, so the procedure was converted to open surgery to repair the injury. The delivery system was removed via surgical cutdown. The sapien 3 ultra remains implanted in the patient. The patient is reported to be doing well.